Event description:
It was reported that the device elective replacement indicator was triggered and that there was possible premature battery depletion. The device was removed and replaced. It was also reported that the leads were implanted after the use before date. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. Performance data was also collected from the device and analyzed. Analysis revealed that the time of eri (elective replacement indicator) in save to disk on (B)(6) 2011, the device's eri was less than or equal to 2.62 volts. The weekly battery voltage trend data shows battery equal to 2.64 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2012. There were two patient alerts for low battery voltage on (B)(6) 2011 and (B)(6) 2011.